Manufacturer narrative:
(B)(6). The lot was manufactured between july 6, 2017 ¿ july 8, 2017. The device was received for evaluation. Visual inspection was performed and a line was identified located on the surface of the bladder. A functional flow test was performed with no issues noted. Therefore, the line is cosmetic and did not affect the functionality of the device. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a scratch was identified on the outside of the bladder of a small volume intermate. The device was compounded with ceftazidime and was rejected before it could be used. There was no patient involvement. No additional information is available.